Event description:
A malfunction was reported with a code displayed as "malf 0." There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared.